Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: patient returned to his office with hip pain on (B)(6) and surgeon noticed metal wires in the joint. Probable root cause: design: poor mechanical advantage of locking feature; materials of inserter locking mechanism cannot withstand user locking forces manufacturing; locking mechanism not manufactured or assembled to specification; incorrect heat treatment applied. Application: not enough force applied; user unfamiliarity with device. The device manufacturer date is not known.

Event description:
It was reported that the pull wire remained inside the patient.